Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was removed for having reached a battery status of eri. The physician is questioning whether or not this battery depletion is premature. It was further reported that the ICD had a history of oversensing and during the explant procedure the insualtion was found to be abraded on the chronic endotak transvenous defibrillation lead. The ICD and rate-sensing portion of the lead were removed and replaced.